Event description:
On 9/6/96, pt was involved in auto vs. Pedestrian accident. Device was implanted on same date. Pt had possible post concussive syndrome, was agitated and in restraints. On 9/9/96, pt was found hanging partially off bed by injured, restrained extremity. X-rays showed nail fractured through distal locking holes. Implant removed and replaced with external fixator.